Event description:
It has been reported to philips that the device is giving an intermittent no x-ray possible message. There was no reported patient or user harm.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the system was in clinical use at the time of the event. The philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. Review of the system log file showed " image detector errors and warnings". Upon inspection, the fse found that there was malfunction of the image detector hardware. The fse replaced the fire-x board (image detector controller). After that, the system returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.